Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an (B)(4) multifire scorpion needle broke-off inside the patient. This was discovered during a procedure. Additional information received on 2/7/2022: this was discovered during a rcr procedure on (B)(6) 2022. The broken needle was not retrieved and remains in patient.

Manufacturer narrative:
If the device becomes available for evaluation, a follow-up report will be submitted.